Manufacturer narrative:
Comment by manufacturer: potentially the reported loud sound could have damaged the remaining hearing of the user/patient, but no such harm is reported in this case. Acc to our internal procedure its mandatory for us to investigate, when its a powerful device, despite no harm has been reported. This is due to possible malfunction and risk for it could cause or contribute. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.

Event description:
As reported by local customer service: the ha starts to roar after a minute and a half. Distorted. Random beeping occurs then static. Members says unit works out of her ear after about a half of an hour. Questionnaire: was the sound painful and/or did it cause harm to the patient or other person? No. Has the patient been in contact with a professional? No. Please choose the duration of the sound? Longer than 10 seconds. What type of receiver? Ultra power.

Event description:
As reported by local customer service: the ha starts to roar after a minute and a half. Distorted. Random beeping occurs then static. Members says unit works out of her ear after about a half of an hour. Questionnaire: was the sound painful and/or did it cause harm to the patient or other person? No. Has the patient been in contact with a professional? No. Please choose the duration of the sound? Longer than 10 seconds. What type of receiver? Ultra power. Final report summary and conclusion in section h10.

Manufacturer narrative:
Gn hearing a/s has become aware that this MDR report failed submission to FDA without our notice. The FDA help desk has advised to re-submit the reports. This is a re-submission of existing MDR follow up submitted on 26apr2021 comment by manufacturer: potentially the reported loud sound could have damaged the remaining hearing of the user/patient, but no such harm is reported in this case. Acc to our internal procedure its mandatory for us to investigate, when its a powerful device, despite no harm has been reported. This is due to possible malfunction and risk for it could cause or contribute. Final report summary: the case has been reviewed from a clinical perspective. Customer reported: - the hearing aid starts to roar after a minute and a half. Distorted. Random beeping occurs then static. Hearing aid sounds like blowing speakers. - the sound has not been reported painful and no harm has been reported. Electro acoustic investigation results: - device is not fitted well within the maximum stable gain curve, which means that the hearing aid is easily triggered into unstable status/feedback. - in addition, the end user's audiogram is out of the chosen hearing aids' fitting range. This can potentially cause artifact problems. That is the reason why artifact noise was heard. - we can find that the msg curve is much lower than the real fitting gain, that means it easily trigger ha into unstable status. Clinical evaluation of the event: per default the functionality "safe fitting" is turned on in the fsw which prevents fitting into the max stable gain area, but this can be turned off. It is recommended to 1) activate "safe fitting" again. A solution could be to decrease gain below the max stable gain curve, but as the ite device is out of the end user's fitting range, it could be considered to change to a bte device with a more closed mould, targeting both hearing loss/preffered fitting range and the fact that the ear needs to be more occluded in order to avoid feedback problems. Clinical conclusion on the case is that feedback is a known and accepted side effect to hearing aid use and that it is evaluated highly unlikely that this would be harmful to residual hearing. Clinical evaluation according to 0378040 clin eval plant,has the clinical evaluation for the device family does evaluate loud sounds and this is addressed in the risk analysis and mitigated to an acceptable limit by built-in protective measures in the device design. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Final report conclusion: the hcp has choosen a device for the patient which is on the limit of what it is capable of, as we see the patients audiogram is out of product's fitting range. This in addition to that the dfs calibration of the device is incorrect causes the device to produce artifact noice/feedback. Feedback is a known side effect of wearing an hearing aid even when a correct fitting and dfs calibration is done. However this device, with the slightly out of range fitting set-up is probably more prone to produce feedback. In this case, the sound has not been reported painful and no harm has been reported. Clinical conclusion on the case is that it is evaluated highly unlikely that the noise would cause harm to the residual hearing of the patient. Therefore we conclude that this event is not reportable as it has not caused serious injury or death and would not likely cause death or serious injury should it recur.